Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.2, lab: 4.3. Nurse was unsure of patient's therapeutic range, but is assuming it is 2-3 inr. Nurse stated that patient's right eye was red. Patient did not notice any obstruction in her vision.